Event description:
It was reported from (B)(6) that a patient experienced "potential battery switching events"; the battery was exchanged. There was no reported consequence or impact to the patient related to this event. No additional information was provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery.